Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, high/undefined pacing impedance was noted on the right ventricular (rv) lead. Additionally, no capture, oversensing was observed during atrial pacing, noise were observed during the impedance measurement. No noise was able to be solicited when the pocket was manipulated. During the revision procedure, the lead was inspected and tested. The lead was noted to test normally. The lead was re-connected to the implantable cardioverter defibrillator (ICD). The physician thought the cause was insufficient contact between the lead and the set screw. Both the lead and ICD remain in use. No patient complications have been reported as a result of this event.